Event description:
It was reported that there was a hole in the drive shaft. A percutaneous coronary intervention was being performed. The target lesion was 80% stenosed, moderately tortuous and severely calcified. This 1.25mm rotablator rotalink plus was selected, however there was a small hole in the drive shaft where rota cocktail was leaking. The target treatment was completed with this device. The device was removed using a normal method.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that there was a pinching damage identified to the sheath at 22cm distal from the burr housing strain relief. Functional testing was performed by connecting the rotablator advancer to the fluid infusion line. When fluid was advanced through the device, it was found that fluid leaked from the sheath at the pinching damage 22cm distal from the burr housing strain relief. Product analysis confirmed the reported events, as a fluid leak was identified from a pinch damage in the sheath during functional testing.

Event description:
It was reported that there was a hole in the drive shaft. A percutaneous coronary intervention was being performed. The target lesion was 80% stenosed, moderately tortuous and severely calcified. This 1.25mm rotablator rotalink plus was selected, however there was a small hole in the drive shaft where rota cocktail was leaking. The target treatment was completed with this device. The device was removed using a normal method.